Manufacturer narrative:
Facility did provide not photos/samples to aid in our quality engineer¿s investigation. With the lack of sample, provided, bd was unable to confirm the failure mode as the end cap was detached from the applicator body. A device history record was reviewed, and no non-conformances was noted during the manufacturing of this lot. Although the complaint could not be confirmed, the root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi- lite orange 26 ml applicator. Bd has confirmed that some of the product, which included this lot, had an applicator end cap that was improperly secured during the manufacturing process which resulted in broken glass dropping out of the applicator.

Event description:
Material no.: 930815, batch no.: 0328213, 0327867. It was reported the end of the applicator came apart and the glass ampoule fell out onto the ground. Per medwatch: describe the event or problem: occurrence involved the malfunction of a chlorhexidine surgical prep devise. The"bd chloraprep" devise came apart while preforming the surgical prep. While in use the end cap fell off the bottomof the prep stick. Next, the 2 plastic inner ampules fell out of the stick, these 2 ampules are very fragile and shatter very easily. All the broken pieces were collected. This prep was being done prior to the patient being drapped. The sterile field was not compromised, we reprepped with another chloraprep stick. No harm to the patient. All affected lots have been removed.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Medwatch- (B)(4).

Event description:
Material no.: 930815. Batch no.: 0328213, 0327867. It was reported the end of the applicator came apart and the glass ampoule fell out onto the ground. Per medwatch describe the event or problem: occurrence involved the malfunction of a chlorhexidine surgical prep devise. The"bd chloraprep" devise came apart while preforming the surgical prep. While in use the end cap fell off the bottom of the prep stick. Next, the 2 plastic inner ampules fell out of the stick, these 2 ampules are very fragile and shatter very easily. All the broken pieces were collected. This prep was being done prior to the patient being drapped. The sterile field was not compromised, we reprepped with another chloraprep stick. No harm to the patient. All affected lots have been removed.